Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial (ra) channel due to the minute ventilation (mv) feature. In response, the pacemaker device automatically switched the mv monitoring from the ra channel to the right ventricular (rv) channel. In addition, ra pace impedance was noted to be high out of range greater than 3000 ohms. The ra lead is not a boston scientific product. Technical services provided troubleshooting guidance to determine the cause of the issue. The products remain in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial (ra) channel due to the minute ventilation (mv) feature. In response, the pacemaker device automatically switched the mv monitoring from the ra channel to the right ventricular (rv) channel. In addition, ra pace impedance was noted to be high out of range greater than 3000 ohms. The ra lead is not a boston scientific product. Technical services provided troubleshooting guidance to determine the cause of the issue. The products remain in-service at this time. No adverse patient effects were reported.